Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01, implantable pulse generator (ipg), (B)(6) 2013; 5076-45, implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the one day post-implant, the right ventricular (rv) lead had loss of capture. A lead dislodgement was confirmed by chest x-ray. After the lead was repositioned, impedance measurements were high. The lead was reconnected and repeatedly showed varying impedance measurements. Upon removed, the lead was noted with a fracture in the area that passed under the clavicle. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.